Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. The field service engineer (fse) evaluated the unit and confirmed that the sst test values were off by 2.0 psi. The fse replaced the ventilator's blower to address the reported problem.

Event description:
It was reported that the ventilator failed the short self-test (sst) for air flow accuracy. There was no patient or user involvement.

Manufacturer narrative:
G4: 03sep2019; b4: 04sep2019. The field service engineer (fse) confirmed that the ventilator produced the "air valve liftoff failure" diagnostic code when sst (short self-test) failed. The replaced blower assembly was returned and failure investigation was performed on 31-aug-2019. During testing, the "air valve liftoff failure" diagnostic code was reproduced. It was determined that the problem was caused by a failure of windings coil a and coil b. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator failed the short self-test (sst) for air flow accuracy. There was no patient or user involvement.